Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to device maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery handpiece device was out of specification, it was further determined that the gear had seized, moved heavily and was jammed; and the trigger was stiff, blocked, jammed and moved heavily. It was further determined that the device was leaky, the housing was leaking and the motor was blocked. It was further determined that the device failed pretest for check response of on/off trigger, check function of all modes, check fitting of the lids, check falling out protection (steal ring), check of free moving, check proper function of the triggers, check for leakage and marking and labeling. It was noted in the service order that the device trigger had a problem. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.